Manufacturer narrative:
Additional contact info: (B)(6). Due to character restrictions in block e1 initial reporter : (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue regarding the "art pulse waver", which will not display. (B)(6), an rn in the ICU, had been called to request assistance with the display on a cardiosave pump while in use, and even no patient was being harmed or any injury was being reported. (B)(6) had stated that part of the display on the screen had disappeared. She said that she had disconnected and reconnected the "fiber optic cable" and restarted the "balloon pump" before calling into the esp line. Fse reviewed a screenshot that showed the ECG waveform, but there was no arterial waveform or blood pressure information. There was an augmented value. (B)(6) stated that the arterial waveform was there when she printed a strip. Fse had walked her through changing out the pump and moving it to a different pump on the unit. The second pump showed all the waveforms and numbers. Fse had collected the product surveillance information and asked for the pump to be tagged and sent to biomed. (B)(6) was very appreciative of the assistance. Fse had encouraged her to call him with any questions or issues. Fse also further emailed (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. During the period of an evaluation, fse could not duplicate problem. Fse replaced the assy, display top lcd rohs (top display) this time because they had this same issue in the past. Fse performed all the functional and safety tests according to the factory specifications, unit cleared for clinical use. The patient was involved during this incident and no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not display the art pulse waver. No one was injured.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).